Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for difficult removal, resulting in tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Patient anatomy included a posterior leaflet prolapse. One clip was implanted without issue. A second clip delivery system (cds) (80430u146) was advanced into the left ventricle (lv). An attempt was made to reposition the device. The clip was inverted and the physician tried to pull the device up out of the lv and the device became caught in the chordae. The cds was torqued posteriorly and was finally deployed where it was, on both leaflets, but not where the physician wanted it to be. During the attempt to remove the device from the chordae, a chordal rupture occurred. No additional intervention was performed to treat the chordal rupture. The mr was reduced from grade 4 to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the reported clip becoming caught in chordae (difficult to remove) appears to be related to the user technique (physician tried to pull the device up out of the left ventricle and the device became caught in the chordae.) The reported tissue damage (chordal rupture) appears to be a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.